Event description:
It was reported that the ventilator shut down with reset displayed while connected to a pt. It is unk if the ventilator alarmed or if there was any pt harm.

Manufacturer narrative:
Na